Event description:
On (B)(6) 2014, it was reported that while responding to a man who had collapsed while walking to his car, lay users applied the AED to the patient and reported that it advised a shock immediately without analyzing. They reported that the patient who was shocked twice survived and emts completed the rescue. A review of the AED's e-history identified that it was powered on, pads were applied to the patient and the AED analyzed the patient. The patient's cardiac rhythm appears to be ventricular fibrillation (vf) which the AED appropriately advised a shock. While the AED was charging, in preparation for delivering a shock, the user powered off the AED, thereby cancelling the charging operation. The AED was then powered on, it analyzed the patient, whose cardiac rhythm appears to be vf, which the AED appropriately advised a shock, charged and prepared to deliver a shock. At this point, the shock was cancelled due to motion interference in the ECG signal (probably due to patient contact of some sort). Once the interference condition was no longer present, the AED re-analyzed the ECG, again recommended a shock, charged and prepared for shock delivery. At this point the user pressed the shock button and a single shock was delivered. No additional patient details are present on the device's e-history.

Manufacturer narrative:
Although the review of the AED's electronic history indicates that the AED functioned properly, this dr is being submitted due to user error (user powering off the AED during charging and subsequent motion interference) which resulted in a sixty six second delay in therapy (calculated from when the unit was powered off to when the shock was delivered). The AED and accessories associated with this event have been requested to be returned so that they may be evaluated. As of 12/31/2014 neither the AED nor the accessories have been received.